Manufacturer narrative:
Follow up #1 11/10/2014. Device evaluation: the device has been returned to animas and evaluated on (B)(4) 2014 with the following findings: the meter powered up normally and was paired successfully with a test pump. No errors occurred during the investigation. A 10 unit bolus was performed form the meter with no errors. An error 1 sub code 27: stuck key message was observed in the meter download. The complaint was verified in the meter download but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the meter had emitted an error 1 alarm. The patient reportedly lost faith in the product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.